Event description:
Discordant, falsely low vancomycin results were obtained on one patient sample on a dimension vista 1500 instrument ((B)(4)). The initial discordant result, obtained on an alternate dimension vista 1500 instrument ((B)(4)), was reported out and questioned by the pharmacy. The sample was repeated from a small sample container (ssc) on the alternate dimension vista 1500 instrument ((B)(4)), resulting higher. The sample was then repeated three times on the alternate dimension vista 1500 instrument ((B)(4)), resulting low on the first replicate and as expected on the second and third replicates. The customer then tipped the tube and reran the sample three more times on this dimension vista 1500 instrument ((B)(4)), resulting higher as expected. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low vancomycin results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The sample was repeated on the same instrument resulting as expected. The cause of the discordant, falsely low vancomycin results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.